Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 2.0.0, ubd: , UDI#: g2) foreign country: germany h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs captured there were 5 application session of logs present of the issue date. Second, third and fourth sessions captured multiple "ptreader error" during imaging system exam transfer. Codes: b01, c10, d18 h6) multiple annex a codes were submitted for the event. Annex a code, a13, correlates to the three dimensional scan not transferring and annex a code, a1102, correlates to the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during surgery the 3d scan from the imaging system transferred to the industrial gateway server (igs), but an error message on the igs appeared. When transferring 3d scans from the imaging system to the navigation system, although a 3d scan was set up, it was transferred to navigation as a "non-navigable" scan. There was a reported delay to the procedure of less than 1 hour due to this issue before the surgeon opted to abort navigation and imaging. There was no reported impact on patient outcome.